Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the left rear therapy electrode pad. The area was described as an open wound that had previously bled. The patient's home health nurse applied a bandaid to the wound. During a follow up, the patient reported that the irritation had improved.